Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an nc sprinter balloon to pre-dilate a moderately calcified mid rca lesion. It was reported that the device was not the first used in the procedure. A compliant balloon and a 2.75mm nc sprinter had been already used. (Compliant balloon did not open fully, nc sprinter device broke and a new device was then introduced). No damage was noted to the nc sprinter's packaging and no issues removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered and no excessive force used during delivery. It was reported that the balloon was expanded slowly, atm 18-20. The balloon burst on 1st inflation. When balloon was pulled out, the distal marker became unfastened and stayed in the mid rca. The physician attempted to rewire the vessel but could not remove the distal part of the marker from the vessel. The physician measured acceptable timi iii flow in the vessel so no further intervention was attempted.